Event description:
It was reported that the customer was experiencing unexplained high glucose for several hrs. The blood glucose reading at time of call was 514mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test and failed. The customer's last glucose reading was 304mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.